Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility, after removal vertical root fracture of tooth 15 was discovered.